Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using an unknown flexnav delivery system (ds). During the procedure, the valve was able to be implanted. The patient was discharged. On (B)(6) 2026, severe paravalvular leak (pvl) was noted due to the recoil of the valve and the patient had undergone a surgical explant procedure. The patient was in a stable condition at intensive care unit (ICU). The patient had an extended hospitalization.

Manufacturer narrative:
The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.